Event description:
It was reported that on (B)(6) 2025, upon opening the pleurx pleural catheter mini kit packaging, prior to insertion, a small strand of hair was found inside. This occurred prior to insertion in the patient.

Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. A photo was provided; photo review is currently underway. The sample was not returned for evaluation. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. D4 (expiration date is unknown). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025, upon opening the pleurx pleural catheter mini kit packaging, prior to insertion, a small strand of hair was found inside. This occurred prior to insertion in the patient. Based on further customer response, it was reported that the packaging was not damaged and was properly sealed prior to finding the hair. The packaging with the hair wasn't used on the patient. A new insertion kit was used for patient treatment.

Manufacturer narrative:
H11: a review of the device history record found no related nonconformances, rejections, or issues at release. The physical sample was not returned. One customer photo was provided and reviewed. The photo confirmed the presence of a hair inside the sealed pouch. Therefore, the result of the investigation is confirmed for the reported foreign matter. An internal investigation has been initiated to assess the reported defect to enhance process robustness and prevent recurrence. The complaint will be monitored through the quality data analysis process. B5 (describe event or problem), d4 (expiration date), g3 (date received by manufacturer), g6 type or report, follow up# 1), h2 (correction and additional information), h6: annex g (component code), annex b (type of investigation), annex c (investigation findings), annex d (investigation conclusions). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.